Event description:
While checking on the patient for urine voiding levels the clinician noted leaking of the foley catheter near the raised air vent where the foley catheter connects to the distal end of the urinometer tubing. This same leakage was noted on several other catheters that had the urinometer reservoir as part of the foley tray assembly. The foley catheter and reservoir were removed and another kit was placed on the patient with no leakage. Catheter sent to biomedical for reporting and logging. Manufacturer response for 16fr foley catheter tray system with urinometer, surestep foley tray system (per site reporter): awaiting response from manufacturer.